Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn't get relief of their bladder incontinence with the first device. The patient went to a new healthcare provider and they told the patient that it was installed incorrectly, and they put in a new device. No further complications were reported.